Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -14.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to an excessive vault, lens opacity (cataract), and loss of vision. The patient experienced an elevated iop, significant reduction of irido-corneal angles, angle closure, blurred vision, iris atrophy, and corneal edema. The anterior chamber irrigation of remaining visco fluids was performed. The patient's post-op best-corrected visual acuity (bcva) was 20/200.

Manufacturer narrative:
(B)(4). Device evaluation: lens was returned dry in lens case/vial. Visual inspection found optic torn/split and spot on lens surface. Dimensional inspection conluded that the lens is in specification. (B)(4).

Manufacturer narrative:
No reported loss of vision. Device evaluation: visual inspection found haptic torn/broken/bent/deformed. (B)(4).